Manufacturer narrative:
This investigation is currently ongoing. A follow up MDR will be submitted upon completion of the investigation.

Event description:
A patient with a pathologic pelvis was treated with an illuminoss 22 x 100 mm balloon and during the monomer infusion the balloon was punctured and ripped. The rep present in the case stated there was nothing discernable that would have ripped the balloon and quite a bit of monomer was injected before the balloon gave way. The balloon was removed and large rip was visible in the balloon.

Event description:
A patient with a pathologic pelvis was treated with an illuminoss 22x100mm balloon and during the monomer infusion the balloon was punctured and ripped. The rep present in the case stated there was nothing discernable that would have ripped the balloon and quite a bit of monomer was injected before the balloon gave way. The balloon was removed and large rip was visible in the balloon.

Manufacturer narrative:
Root cause investigation: the DHR of the device was reviewed and found in specification at the time of manufacture and release. The raw balloon component lot met the minimum burst specification. There is no indication from the manufacturing records that manufacturing contributed to this event. All balloon catheter assemblies in this lot passed the vacuum/pressure vacuum pressure indicating there were no leaks in the assembly, which is also supported by the user stating there was nothing unusual during implant priming (such as being unable to pull a vacuum which would indicate a leak). No returned product evaluation was performed because the hospital retained the balloon for evaluation, and it was not returned to illuminoss. Photos of the balloon after bursting and removal from the patient were provided to illuminoss. A large tear on the proximal portion of the balloon was present. The tear appears to have gone around 75% of the diameter of the balloon at the distal quarter of the balloon. It was determined that the photos of the balloon provided were sufficient for returned product evaluation for this complaint investigation as bench top burst testing to determine the balloon burst pressure cannot be performed on a balloon which already is torn. IFU review: IFU 900356_x states: risks specific to a photodynamic curing system can include balloon leakage. The IFU also states "do not insert or affix sutures, k-wires, or other hardware to or through the stabilization balloon until after it has cured." The surgical technique for pelvis 900598_a includes instructions for liquid monomer removal procedure. The stg also states "the illuminoss implant is constructed from a thin wall pet balloon. Do not bring or allow instruments (k wires, screws, suture needles, clamps or other instruments) to come in contact with the implant prior to it being fully cured as it may damage or compromise the implant." The risk of balloon leakage is captured in the IFU and instructions for how to prevent intra operative damage to the balloon and steps to take to address the egress of liquid monomer into the medullary canal are present in the stg for pelvis. Potential for user error: the following are potential sources of user error which could have caused a balloon leak with evaluation if the cause is likely based on the complaint investigation. -insufficient cleaning of canal during preparation resulting in bone shards or debris which damages balloon. This cause is unlikely as the user stated he reamed the bone up to at least 8mm and there were no sharp pieces of bone present. The bone was not sclerotic but had a lytic lesion and the user confirmed there were no sharp pieces of bone via x-ray. -balloon contacts sharp instrument and or protective sheath removed too early.: this cause is unlikely as the user stated there were no instruments present near the balloon which may have damaged it and there was nothing unusual about the balloon prepping and insertion. The user is experienced with the illuminoss implant, and a rep was present during the case and noted nothing unusual was done prior to the balloon tearing. -balloon contacts hardware or surgical instrument: this cause is unlikely as the user states there were no sharp instruments or hardware which contacted the balloon. -balloon contacts sharp bone fragment due to insufficient reaming, fracture reduction or fracture reduction adjustment. This cause is unlikely because the user performed reaming and stated there were no sharp bone fragments present. However, x-rays were not provided to illuminoss to evaluate for this complaint and it is possible there was a sharp piece of bone inside the canal not clearly discernible on the x-ray. This case was also treating a pathologic pelvis with a lytic lesion, so it is unlikely that there was a fracture which required significant reduction or was adjusted during the balloon implantation, however x-rays were not provided to illuminoss to confirm. This patient had a lytic lesion which is a weakening/loss of bone due to disease which the illuminoss was being used to stabilize. The user is also experienced in the use of the illuminoss and had a rep present who stated that nothing unusual (such as adjustment of the fracture reduction occurred during the case. All potential causes of an intraoperative balloon tear and leak due to a use error were determined to be unlikely based on the information provided by the user and illuminoss sales rep present during the case. However, it is possible that the user and rep were not aware that something occurred which caused the balloon tear, such as the presence of a sharp bone fragment not visible on x-ray, or the balloon being unknowingly damaged during preparation. Conclusion: the cause of the intra operative balloon tear is unknown, but the most likely cause is due to the balloon contacting a sharp bone fragment inside the canal causing a tear. While the user stated there were no sharp bone fragments visible on x-ray and he performed reaming, it is possible a sharp portion of bone was present in the canal which was not discernable on the x-ray. There is no evidence from the manufacturing records that a manufacturing nonconformity contributed to this event, and the lot of raw balloons met its minimum burst specification. The design and process validation for the 22x100mm balloon was completed which demonstrated the balloon catheter assembly met the minimum burst specification. The balloon damage visible on the photos is not consistent with the primary mode of failure of a balloon bursting due to pressurization but does appear consistent with a balloon tear due to something puncturing the pet balloon (such as a sharp piece of bone).